Event description:
Supplemental report being submitted due to the investigation being completed on 26-nov-2020. The surgeon requested a 6mm x 80xm zilver ptx and once deployed they said the actual stent length seemed much shorter than what was on the label. No unintended part of the device remained inside the patient. (The stent was implanted) the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Manufacturer narrative:
Device evaluation: the zisv6-35-80-6.0-80-ptx device of lot number c1717666 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zisv6-35-80-6.0-80-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-6.0-80-ptx of lot number c1717666 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1717666. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0117-5). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to inadvertent forward pressure on the delivery system during deployment, difficult patient anatomy and/or the position of stability sheath within the access sheath during deployment. It is possible that forward pressure on the delivery system during deployment possibly resulted in the stent shortening upon release. A severely calcified or tortuous patient anatomy may have also contributed to increased pressure or resistance during deployment. It is possible that this resulted in the longitudinal stent compression resulting in the stent appearing shorter than the length on the box. However, as additional information was not provided up to the time when the investigation was completed, it is not possible to determine a definitive root cause. Should any additional information or imaging be provided the investigation will be reviewed and updated accordingly. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The surgeon requested a 6mm x 80xm zilver ptx and once deployed they said the actual stent length seemed much shorter than what was on the label. No unintended part of the device remained inside the patient. (The stent was implanted) the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.